Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 400 mg/dl and insulin injections were administered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were found. Reportedly, the customer had used humalog in the cartridge for 3 days.